Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A field service engineer found that auxiliary drawer 6.2 smart half height drawer pockets failed to detect on bus. A fse checked all lights, reconnected all cables and cleaned debris and then reseated all row board connections. The customer verified the operation of the drawer. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility: (B)(6) hospital.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.